Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a us MFR number.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided: date of event - unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a femoral fixation procedure on (B)(6) 2016. After reaming the femoral canal, the reamer was pulled off the guide wire and the end of the reamer separated and stayed inside the femur. The separated piece was identified in a radiograph, positioned at the distal end of the femur. When the guide wire was removed from the femur, the piece of the reamer came out with it.